Manufacturer narrative:
(B)(4). A maquet field service technician will investigate the unit.

Event description:
(B)(4). The customer reorted that the hcu 40 is alarming with "low flow cpl circuit". This fault first occurred during the cleaning cycle after the cleaning wizard instructed the customer to add the disinfectant. The cleaning cycle was aborted and now after de-airing the unit alarms with the same message during normal operation. This is not the first time that they have seen this problem on a number of different machines at the same point in the cleaning cycle however, usually, after the cleaning cycle has been aborted the unit will de-air and circulate with no problem allowing the cleaning cycle to be initiated again with no further problems. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and found a faulty shunt valve. A new shunt valve has been fitted and the fault has cleared. The manufacturer requested the defective shunt valve for further investigation but the shunt valve has been disposed of and is unavailable for return.

Event description:
(B)(4).